Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter was returned due to a contact force issue. Optical fiber 1-3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. In addition multiple short circuits were noted between the conductor wires and the thermocouple wires. The device did not meet specifications during a shaft leak test, due to an adhesive failure at the shaft/distal tip transition, consistent with fluid ingress, loss of force data during the procedure, and the observed short circuits during testing of the returned device.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.